Event description:
Event description guidant received information that the patient with this singel chamber aair pacemaker, experienced syncope as a result of pauses in pacing. The device was removed, replaced, and returned to guidant for analysis.